Manufacturer narrative:
On 20-dec-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred that the carto 3 system did not detect. The issue was seen after an initial map had been created, a left sided wide area circumferential ablation (waca) had been performed, and the physician was conducting testing. No error message was provided by the system. The map shift was discovered as the physician moved the octaray between veins to confirm isolation and noticed the fast anatomical mapping (fam) no longer aligned. There was no patient movement and no cardioversion. The medical team checked the patches on the carto 3 system and found that the patches had not moved. They were using jet ventilation and confirmed there were no changes. A new map was created to continue the procedure and there were no further issues. Device evaluation details: an investigation was initiated by the manufacturer to investigate the issue. It was found that the reported issue was caused due to patient movement. During inspection, it was found that the location pad (lp) cable was found damaged and was replaced. The system is ready for use. The manufacturing record evaluation was performed on carto 3 #14692, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred that the carto 3 system did not detect. The issue was seen after an initial map had been created, a left sided wide area circumferential ablation (waca) had been performed, and the physician was conducting testing. No error message was provided by the system. The map shift was discovered as the physician moved the octaray between veins to confirm isolation and noticed the fast anatomical mapping (fam) no longer aligned. There was no patient movement and no cardioversion. The medical team checked the patches on the carto 3 system and found that the patches had not moved. They were using jet ventilation and confirmed there were no changes. A new map was created to continue the procedure and there were no further issues.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).